Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the needle detached from the thread during a routine procedure.

Manufacturer narrative:
Samples received: 22 unopened pouches and 3 opened. Analysis and results: there are no previous complaints of this batch. (B)(4). There are 324 units in our stock. Received 22 closed samples and 3 open samples with the needle detached from the thread. Two of the three open samples received are unused and the thread is still wound on the pack. Tightness test to the closed samples received has been performed and the units are tight. Tested the needle attachment of all closed samples received and the results fulfil requirements; a 1.05 kgf in average and 0.52 kgf in minimum. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil b.braun surgical requirements. Final conclusion: although the results of the closed samples received fulfil the specifications of b. Braun surgical, this incidence was noted in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.